Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intervention. The consumer received a result of 73 mg/dl an ate sugar packets, thirty minutes later the consumer tested herself again, getting a result of 45 mg/dl and consumed an orange to help raise her blood glucose level. The consumer's blood glucose readings were low showing the device to be performing as intended. During the call to customer support, the consumer stated having control tested her test strips when they were opened and the test strips control solution fell into range. Another control solution test was performed while troubleshooting showing the test strips to fall in range. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.